Manufacturer narrative:
(B)(4). Odor. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03171. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat stress urinary incontinence and pelvic organ prolapse and mesh and a (bard) pelvicol were implanted into the patient. The patient concurrently had a laparotomy, hysterectomy with a bilateral salpingoophorectomy and vault suspension, sacrocolpopexy, lateral vaginal wall repair, culdoplasty and anterior and posterior repair and cystoscopy the patient experienced pain, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. Erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a mesh excision surgery on (B)(6) 2008. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient experienced ¿marked hydronephrosis probably secondary to previous gynecological procedure¿ [(B)(6) 2007]. Her pre-operative diagnosis was left ureteral stricture and the patient underwent left ureteral reimplant [politano-leadbetter reimplant] on (B)(6) 2008. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/11/2016.